Manufacturer narrative:
Following its return to boston scientific, detailed mechanical and electrical testing of the device was performed in our post market quality assurance laboratory. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device.

Event description:
Boston scientific crm received information that a longevity calculation for this pacemaker estimated a total longevity of 4.5 years. The device has been in service for (B)(6) years to date. The physician was dissatisfied with the estimated longevity. Technical services discussed parameters that may be depleting the battery more quickly than expected, such as output settings, lead impedance, automatic capture feature in retry or backup pacing. No adverse patient effects were reported. New information was received that the device was explanted two years later for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.